Event description:
It was reported that during patient use, a physician observed that a tracheal tube was kinked. However, there was no patient harm. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The serial/lot number was not provided. Therefore, no device manufacturing date is available.

Manufacturer narrative:
Covidien reference: (B)(4). The lot number was provided by the customer. The product will not be returned for investigation.